Event description:
A technician reports the bed stopped moving. No info was provided regarding pt involvement. Add'l info is being sought.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).